Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. On (B)(6) 2019 customer reported pump error 63 and absence of audio anomaly. Device was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, scratched case. Unit passed self test. No pump error 63 occurred during testing. All audio tones were heard during the self test properly. Adjusted the audio options volume from 1 to 5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search if any pump error 63 have occurred in the past. The adapt tool reveals that a pump error 63 (variableinfo = 3) occurred on 08/30/2019 @ 18:31:01. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. A visual inspection of u1 on the keypad under a microscope reveals that there is a broken trace at pin 6. In summary, customer¿s report of pump error 63 was confirmed but that of absence of audio anomaly was not confirmed. The pump error 63 (variableinfo = 3) is due to a broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump received hardware low level failures error alarm twice. Customer reported absence or anomaly of audio alarms. Insulin pump passed the self test. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.